Event description:
It was reported that pump experienced recurring cartridge alarms during insulin cartridge loading, and caller was unable to successfully load a cartridge and continue insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed caller on putting pump into storage mode and returning it with a prepaid label, and advised caller to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.